Event description:
Follow-up information from surgeon describes an unk material which was noted on the anterior surface of the lens after insertion. The lens was immediately removed and exchanged with another lens and no further problems were experienced. Pt is doing well with current va of 20/25.

Manufacturer narrative:
Information supplied in section f was provided by the manufacturer, not the user facility.